Event description:
Patient was brought to the interventional lab for stenting of the right external iliac artery. A transbrachial approach was taken. The vessel was not calcified. There is no info as to the lesion length or the diameter of the vessel. The stent delivery system (sds) was advanced to the target lesion and placed in good position. The physician then began to deploy the stent, and at 4 atmospheres (stm) (normal pressure is 4 - 6 atms) the balloon on the sds would not inflate any further. Although the balloon would not inflate past 4 atms, this was enough pressure to deploy the stent in the proper position. Subsequently, the balloon was removed and, without loss of wire position, another balloon was advanced to post-dilate the stent. There was no injury to the pt.